Event description:
It was reported that during implant attempt, the patient went into an arrhythmia. The patient was externally shocked while the device was in the pocket and the atrial port was still open. Later when the atrial lead was connected, there was lots of noise. The device was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): upon analysis, no anomalies found.